Event description:
The customer reported that the system arrived doa during a demo install. It also displayed a pre-charge voltage error. Additionally, there were artifacts in the fluoro image.

Manufacturer narrative:
The ge service rep removed and replaced the batteries and battery charger pcb and cal'd charger output (225 vdc). He also found loose battery connections to ckt breaker cb-1 (power cap module) and tightened. The size of the blemish did not change across different mag modes. Due to super-c configuration; image intensifier disassembly required. He removed the i.I. To gain access to optics; removed ccd camera and cleaned i.I. And camera optics; re-assembled and tested=ok. Fluoro artifacts now removed; image quality restored. The system is operating as intended.